Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a therapy knob malfunction. T: there was no reported patient involvement.